Manufacturer narrative:
This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a low anterior resection, the surgeon started the fire the device to the rectum, however the knife was stopped on the halfway. Replaced by a new device, the firing was completed with no problem. The status of the patient is no problem.